Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow button was not responding appropriately. The reporter stated that the button needed to be pressed harder to elicit a response. The reporter confirmed that there was no damage to the keypad. The patient reportedly wore the pump in a pump skin attached to a belt and did not clean the pump. This report is made based on the allegation of the up button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed intermittent responses to button presses on the up, down, ok and contrast buttons. Multiple button presses requiring increasing force are required before the up arrow button will engage. None of the buttons on the keypad have normal spring back or click. There was no visible damage on the keypad. Removed keypad cover to check condition of the button contacts and contamination was visible under the contacts of all buttons. Unrelated to this complaint., the battery compartment was observed to be cracked at opening of battery chamber extending down to the primary seal.